Event description:
On (B) (6) 2009, the pt reported that her infusion device is making an abnormal noise during boluses. She stated that she changed the battery cover and the issue was resolved but has now recurred. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.